Manufacturer narrative:
The insulin pump was received with intermittent button response due to corrosion to all of the buttons on keypad traces. The insulin pump has minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer's father, that the buttons on the insulin pump are unresponsive. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.